Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system explanted due to infection/ endocarditis of unknown etiology. No further patient complications have been reported as a result of this event.